Event description:
Customer reported that: "cam fell off. Valve was replaced with another codman valve on (B)(6) 2014. Sales rep. Does not know if the customer kept the explanted valve". On (B)(6) 2014, the sales rep. Provided the following additional information: "the valve was replaced with the same type of valve (p/n 82-3851), and the patient's condition was good after the revision surgery. The patient had no trauma and no excessive MRI. The hospital did not save the valve for evaluation. Please send a warranty replacement to the sales rep."

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned for investigation.